Event description:
During evaluation at bench repair, it was identified that the device had no audio. There was no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was previously provided a replacement device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.